Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator and a handpiece. It was reported that during a procedure, the surgeon was complaining that the blade was smoking / on fire when in use. The site was requesting checkout of generator and the blade. There was no reported delay and no reported impact on patient outcome. The hcp was transferred to service and repair.